Event description:
Eds3 leur lock broke off. No delay in surgery or patient injury.

Manufacturer narrative:
11 december 2020, (reference to natus complaint #(B)(4)) and (medwatch form - uf/importer report # (B)(4)). Investigation and findings: per information received from engineering: "root cause/failure investigation: the sampling port was cracked on both sides, originating from the luer locking hub attachment features and proceed approximately halfway to the hub. The leaks would only occur when the valve is in the position to route fluid to the sampling port. These cracks were likely caused by over tightening." Failure mode: "leaking fluid from sampling port, only when sampling port in use." Confirmed failure, most likely due to user error and the unit was functioning as intended. Review of product evaluation form shows no associated capas. Complaint history was reviewed for the previous two years and found 5 similar complaints, (B)(4). Review of medical device hazard analysis shows incident to identify as bar. This determination is based on the information received by the customer who reported no patient injuries. Investigation result code :san diego/eds products/user error/ damaged while in the users possession. This complaint will be included in trending data for further review and investigation if needed

Manufacturer narrative:
Response to (B)(4). Medwatch form was received july 14, 2020 by email. Three requests were sent to the customer seeking the lot number and for the device to be returned, neither were provided. Based on review of the complaint, the natus clinical representative stated, "per the hospital policy, when changing the bag user has to close the stopcock, which prevent csf flow from dripping chamber to the bag. As there is no loss of csf fluid and csf can still flow in the dripping chamber this event is not considered as adverse event. Furthermore, upon investigation it was identified that complaint is associated with a user facility which started using the device recently and may require additional training to ensure that all locks must be finger-tightened as mentioned in the IFU. Over-tightening the lock after multiple use can lead to breakage and user must be careful about that."

Event description:
Eds3 leur lock broke off.